Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an infusion set leakage event on 18-jun-2025. Infusion set was used for two days. The insertion site was the leg. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003137, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003137 was manufactured according to the work instruction (wi) version 77 and manufactured in the machine multivac 12 on 12/sep/2023, with a total of (B)(4) units. Assembly lot: the lot 3j00293 was assembled according to wi version 26 on-line inspection for assembly of quick set on 12/sep/2023, with a total of (B)(4) units. The lot 3j00294 was assembled according to wi version 26 on-line inspection for assembly of quick set on 12/sep/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3j00248 was manufactured according to the wi version 41 and manufactured in the machine mp08 on 08/sep/2023, with a total of (B)(4) units. The lot 3j00249 was manufactured according to the wi version 39 and manufactured in the machine mp04, mp05 and mp08 on 06/sep/2023, with a total of (B)(4) units. The lot 3j00250 was manufactured according to the wi version 39 and manufactured in the machine mp04, mp05 and mp08 on 09/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.